Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test alarm noted during testing. Inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm noted in device download history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a recurring pump error and failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed pump error after battery change and during basal delivery. Customer delivered a 0.2 unit fill cannula and it was recorded in the daily history and they were able to rewind. Pump error and failed battery test alarm was received multiple times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.